Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. The user did not inform the date on which the adverse event occurred and the schedule in use. He reported that after the scheduled procedure was completed, there was still half of the medication left in the medication bag. He also reported that the volume and programming recorded on the equipment were correct. We verified in the usage history that the last programming carried out on the equipment was on 03/22/2024. At 22:11:42, the user programmed a flow rate of 55ml/h and at 22:11:56 a volume of 1333ml. The infusion started at 22:11:57, without resetting the already infused volume of 1323.65ml. The infusion stopped at 22:15:58 and the amount infused was 1327.32ml, compatible with the user's actions. In this programming, the user did not choose to use the drug library. We decided to check the penultimate programming performed on the equipment in the usage history. On 03/21/2024, at 21:22:52 the user used the drug library: "drug short name - npt". At 21:23:13, he programmed a flow rate of 55.5ml/h and at 21:23:29 a volume of 1333 ml. The infusion started at 21:24:13. The infusion stopped at 22:01:02 on 03/22/2024. The amount infused volume was 1323.65ml, compatible with the programming made by the user. Functional analysis: no sample provided visual analysis no sample provided in the history of use, we found no evidence of an infusion error. However, we observed that in the last programming made by the user, which was identical to the penultimate one, the volume already infused was not reset and therefore, after 4 minutes of infusion, the equipment display showed the infused volume of 1327.32ml, almost the total programmed of 1333ml. This may have led the user to conclude that the programmed volume had already been almost completely infused. As soon as the user makes the equipment available for analysis, we will continue the investigation by testing it functionally. According to the history of use, the technical complaint was not confirmed.

Event description:
According to complainant during an exchange of npt due to the end of the programmed solution, the bag was still half full. Reportedly it was observed on the volume to be infused (vtbi) infusion pump and correct flow rate. No patient complications were reported as a result of this event.